Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision procedure where the pocket site was moved from the upper back to the left flank.